Event description:
The hcp reported the pt was hospitalized and believes some of their symptoms may be related to the medication in the pump. The hcp was concerned the pump required being turned off or turned down.